Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and high thresholds. The ra lead was reprogrammed. It was also reported that the ra lead continued to exhibit undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.